Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported he received an occlusion error message on his insulin infusion device this morning while he was trying to bolus 15-20 units of insulin. He said, he cleared the message by changing his insulin infusion set. He stated he has been replacing his infusion set on a daily basis. During troubleshooting, the pt described his process for changing infusion sets and stated he inserts the headset at a 20 degree angle. The pt was advised to insert the headset slowly and at a 45 degree angle. The pt stated he rotates his site on his abdomen and always selects a new site 2 inches from his previous site. He stated he has never noticed any kinking or a bent cannula. The pt stated he discarded the infusion set at issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was available to be returned for eval.